Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the therapy was turning off by itself. At a doctor's appointment a few months ago the healthcare professional (hcp) asked "are you messing with it?" And the patient mentioned at that time they weren't touching it. They were calling for assistance to turn the ins on because they needed to paint, but their hands were so shaky they couldn't paint. Instructions were reviewed and when they checked the status of their ins's they read: left ins on, ok, 2.97v and right ins: on, ok, 2.93v. No emi was indicated but the patient mentioned they carry their cell phone in their shirt pocket sometimes. It was recommended for the patient to follow up with the hcp. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicating that interrogation of the device showed it was not actually off but at too low of a setting on the left side. The left setting was increased from 0.7v to 1v and pulse width was increased on the right side to 110. The therapy was never off, just too low, thus the issue has been resolved. No further complications were anticipated.